Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Reportedly, the customer did not turn on the sleep mode feature in the pump prior to going to sleep, resulting in the low bg level. Customer consumed carbohydrates to address bg level. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments. The customer reverted to manual injections for insulin therapy.